Event description:
Vns pt suffered a fracture of the cervical spine (c5-6 level) after apparently experiencing a seizure and falling while walking downstairs. The pt could not move their arms or legs after the fall. It was reported that the pt appeared to have fallen 1-2 stair steps and that there were no bruises or other injuries. The pt is enrolled in a nonvns-related study regarding the use of orphan drugs for the treatment of refractory epilepsy. Device diagnostic testing approximately one month before the fall was within normal limits, indicating proper device function. Treating neurologist indicated that it was unk whether the event was related to the vns therapy.